Manufacturer narrative:
By checking the DHR of the lot#15af09b, no anomaly was detected on 29 patella resection guides manufactured with this lot#. This is the first and only complaint received on this lot#. We are not aware of any similar issue. The involved instrument was not returned to limacorporate, therefore it was not possible to perform any technical investigation. However, the complaint source reported that the involved patellar resection guide 9065.95.200 lot #15af09b was functionally correct and that the involved surgeon is not comfortable with this instrument. We hypothesize that the surgeon bent too much the blade and so he was not able to pass through the second slot, causing excessive bone resection. In conclusion, based on the check of the DHR and on the fact that no similar complaints were received, we cannot classified the current incident as product related. According to our pms data, this is the first and only complaint received on patellar resection guide 9065.95.200 on a total of 93 instruments manufactured. No corrective actions performed due to this specific incident. Limacorporate will keep the market monitored.

Event description:
Intra-operative issue occurred on 2nd of december 2019 during physica zuk surgery. While surgeon was resecting the patella, the saw missed the saw capture on the receiving patellar resection guide 9065.95.200 lot #15af09b, causing too much bone resection. The event did not prolong the surgery. The surgeon was happy with final stability of the implant. The instrument was used approximately 20 times. Event occurred in UK.

Manufacturer narrative:
By checking the DHR of the involved lot#, no anomaly was detected. This is the first and only complaint received on this lot# and this code. We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-operative issue occurred on the (B)(6) 2019 during physica zuk surgery. While surgeon was resecting the patella, the saw missed the saw capture on the receiving patellar resection guide 9065.95.200, lot #15af09b and caused too much bone to be resected. The event did not prolong the surgery. Event occurred in (B)(6).